Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. The provided serial number of the freestyle libre 2 sensor associated with this complaint was not found in the manufacturing database. During investigation of the track and trend review related to alarm-3l cases in april 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at (B)(6). As the serial number provided was not found on the manufacturing database, it is unable to be determined if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-3 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported that the low glucose alarm did not sound when she was with glucose value of "lo" (30 mg/dl). Customer experienced loss of consciousness and was treated with a maracuya juice by her husband and son. There was no report of death or permanent injury associated with this event.